Event description:
It was reported that during insertion of the intra-aortic balloon (iab), the customer could not pass the iab through the sheath. There was no patient harm or adverse event reported.

Manufacturer narrative:
Device evaluation: the product was returned with the membrane completely unfolded and blood found on the exterior of the catheter. The extender tubing was also returned. The sheath was not returned for evaluation. One kink was found on the catheter tubing and inner lumen near the y-fitting approximately 55.6cm from the iab tip. A laboratory insertion test was unable to be performed due to the membrane being unfurled and the catheter and inner lumen kinked. An underwater leak test of the balloon, catheter, y-fitting, extracorporeal tubing was performed and no leaks were detected. A leak may impact the ability to maintain vacuum. The condition of the iab as received indicated a kink on the catheter tubing and inner lumen. A kink in the inner lumen can cause difficulty during insertion. We are unable to determine when the kink may have occurred. The evaluation confirmed the reported problem. A device and lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. The failure mode is addressed in the risk file and is operating within its risk profile. The IFU addresses the reported failure. There were no ncmrs identified which could cause or contribute to the reported failure. The investigation does not indicate that the device was inadvertently released as non-conforming or an adulterated product or was a counterfeit. The complaint history review did not identify an adverse trend (increase in number of complaints over past three (3) months). Based on the rational provided above, no escalation to the CAPA process is required. Reference complaint # (B)(4).

Manufacturer narrative:
Complete event site name: (B)(6) medical center the device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed. Complaint record ID # (B)(4).

Event description:
It was reported that during insertion of the intra-aortic balloon (iab), the customer could not pass the iab through the sheath. There was no patient harm or adverse event reported.